Event description:
Customer complained of low sodium results for pediatric patients for an unk period of time. Physicians noted abnormally low sodiums on several of their in-patient pediatric patients. The customer provided results for six pediatric patients, patients 1-6, and one adult pt 7. Pt 7 has sodium discrepancies for two separate samples. All repeat results were run in (B) (6) 2009. Pt 1, (B) (6), initial result 124, repeat 137 mmol per l. Pt 2, (B) (6) 2009, initial result 126, repeated twice gave 130.3 and 137 mmol per l. Pt 3, (B) (6) 2009, initial result 122, repeat 138 mmol per l. Pt 4, (B) (6), (B) (6) 2008, initial result 132, repeat 138 mmol per l. Pt 5, (B) (6) 2009, initial result 131, repeat 137 mmol per l. Pt 6, (B) (6) 2009, initial result 123, repeat 139 mmol per l. Pt 7, (B) (6) 2009, sample 1, initial result 132, repeated three times gave 133, 137 and 138 mmol per l; sample 2, initial result 135, repeat 128 mmol per l. Customer cannot supply any data as to whether patients were treated based on the original results.

Manufacturer narrative:
The field service rep was unable to determine the cause of the discrepancy. He performed ise mix/dry and probe check test which were within spec. Ise calibration, controls and sodium precision were performed to verify analyzer operation.